Event description:
As reported, during tapp (transabdominal preperitoneal) procedure, the optifix straight fixation device was used to fixate the 3dmax light mesh. It was reported that fasteners did not fixate the mesh after several fasteners were deployed and fixated successfully. It was also reported that fasteners that were not fixated were removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. Evaluation of the sample finds for significantly bent guide wire and backup tabs. The reported deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.